Manufacturer narrative:
.

Event description:
The patient reported she was still experiencing the issue with rapid ins battery depletion. She stated nothing had changed as far as her theapy or stimulation settings. The patient was to follow up with her healthcare professional.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) and they indicated that the battery was depleting from full to half in six days with it being off and not in use. The patient was scheduled to meet with the rep on (B)(6). Additional information will be requested at that time.

Event description:
It was reported that the patient would charge both implantable neurostimulators (ins) fully and would not turn stimulation on because she would have a good couple days. Then 3 days after charging her inss she would get sick, go to turn stimulation on, and she would get a message to charge her ins. This occurred since 2014. She had not had any falls or trauma. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. [Refer to regulatory report #3004209178-2015-10297]

Manufacturer narrative:
Concomitant products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).